Manufacturer narrative:
The insulin pump received with all buttons responding properly. No button anomaly noted. Analysis was unable to prime unit during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the esc button was unresponsive and the piston kept moving which cause excessive insulin delivery. The customer's blood glucose was 245 mg/dl at the time of incident. The customer stated that all buttons were working at the time of call. The insulin pump was returned for analysis.